Event description:
It was reported the pump alarmed primary audible alarm.no patient injury reported..

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and found left plunger case screw post broken, cracked battery door and bottom case by l-bracket. Found no paa (primary audible alarm) errors in the event history log. The reported issue cannot be duplicated. Low profile c9 capacitor present on interconnect board. No problem was found. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.